Event description:
It was reported the device was not sensing patients and heart rate. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) analysis could not confirm the reported event. Lower case is contaminated and upper case is broken. Battery release is contaminated. Two side bail covers are broken. Battery contacts are compressed. The ring is bent.